Manufacturer narrative:
Analysis of the implantable neurostimulator found the setscrew was backed out too far.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider via a manufacturer representative reported that they couldn't fasten the lead into the modulator. After the case, they realized that the setscrew fell out into the implantable neurostimulator (ins) packaging. The ins was never implanted, was replaced, and would be returned. Surgical intervention did not occur and was not planned. The issue was not resolved and the patient status was alive with no injury.

Manufacturer narrative:
Product ID: neu_wrench_acc, product type: accessory.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.